Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0bve1, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had pain at their implantable neurostimulator (ins) site. It was stated this happened two times, once the day of report and one other time. It was noted when the patient turned over in bed while laying down they thought the implant may move and it really hurt but the pain went away when they changed positions. The patient stated the ins area had healed well. It was later reported the patient had a loss of therapeutic effect. It was noted their stimulation had been working pretty well until the day of report. Reportedly, the day of report the patient had a return of symptoms, two bowel movements and some leakage. The patient stated when they turned over in bed the morning of report they hurt terribly. It was noted the patient fell on the floor the night prior to report. It was later reported the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. The patient noted they had appointments scheduled for (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient had their stimulator implanted for about a month. It was stated when they had their trial period they had excellent results but at the time of report the program that was most effective, program 2, gave the patient a burning pain in the lower left side. It was noted the imbedded battery hurt so much they couldn¿t sit back in a chair or turn over in bed. It was reported it hurt to ride in the car and they had to drive to work every day and the patient felt discouraged. Additional information stated the patient saw their doctor on (B)(6) 2014 about the issue and they were told to use cold packs an ibuprofen but they were still experiencing the stabbing pain when they moved, sat in a chair, drove a car or turned over in bed. It was later reported since implant the patient¿s device had been giving them pain in their lower left side, on the left side of the bladder, like a burning. It was noted when the patient turned the stimulation off the pain went away. The patient¿s doctor reportedly told the patient the only thing they could do was take the device out. It was stated the patient had their device turned to where they didn¿t¿ feel stimulation at all but they had pain. Reportedly, the patient was on program 2 and had tried all the programs but it didn¿t matter and program 1 hurt their leg. It was noted the patient had a fall about a week after implant but they felt the pain before the fall.

Event description:
Additional information received indicated the cause of the event was pain in the area around the stimulator. The reporter was not aware of any abnormal impedance measurements. Reprogramming occurred on (B)(6) 2014 and the device was looked at. It was noted the patient needed the device set at a different level of stimulation. No hospitalization was required and it was indicated the healthcare provider was to follow the patient.